Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the delivery inaccuracy is the disposable cassette or tubing. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed., corrected data: g4: receive date of the additional information documented in the previous follow-up report was 11-jan-2023.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was prescribed over 46 hours of medication. Infusion was started and when the patient returned the bag appeared to still have significant volume left. The patient reported the pump did not alarm. No patient injury reported.

Manufacturer narrative:
Additional information received. Patient initials, patient sex, patient weight, date of birth and serial number of the pump were provided.